Event description:
The manufacturer received information alleging a ventilation service required error code was observed during testing of a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was returned to the manufacturer service center for evaluation. During the evaluation it was noted that an error code, permanent failure internal lithium-ion battery (e-0193), was observed in the device's error log. The manufacturer's service technician evaluated and determined the lithium-ion battery had caused the error code to occur on the device. In conclusion, the device's internal battery needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the rubber feet and cord retainer were replaced for missing on the device, which was unrelated to the reportable issue. The device passed all final testing.